Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose on (B)(6) 2018. Blood glucose reading was 10 mg/dl at the time of admission. The customer reported fainting and falling into a diabetic coma. The customer was treated with glucose during the hospitalization. The customer also reported a critical pump error alarm on the insulin pump. The customer's current blood glucose was 90 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a critical pump error (open book error) an a broken force sensor was detected during seating or regular delivery found in the formatted history file due to force sensor zero offset out of spec. The force sensor measured to be 0.00 mv. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, delivery accuracy test and displacement test due to critical pump error. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay. Device received with peeling serial number label.